Event description:
"During a procedure on (B)(6) 2013 the 2 each of the 10 mm in question, were not closing completely and the clips were falling off."

Manufacturer narrative:
The incident device anticipated to return. A follow up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.